Event description:
The customer reported that the ac power module is not charging the battery. The problem was found during op check. There was no customer involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.